Event description:
There was an allegation of questionable triglycerides results from the cobas c 503 analytical unit. The initial result was 275 mg/dl, and the repeat result was 113 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The regent lot number was 92614201 with an expiration date of 30-nov-2026. The field service engineer checked the rinse water and probes, decontaminated the sample and reagent probes. He performed precision testing. The calibration and qc were acceptable, indicating general reagent issues could be excluded. The investigation determined that the service actions resolved the issue.